Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 14105012 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 14105012 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was not getting stimulation from the spinal cord stimulation (scs). The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted.